Event description:
It was reported that components were explanted due to adverse local tissue reaction.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.